Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during reservoir change and the blood glucose reading was 480 mg/dl. Customer treated with manual injection. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that his blood glucose reading was running high and the insulin pump alarmed no delivery while trying to deliver a bolus. Customer reported that the no delivery alarm was resolved by infusion set and reservoir change. Customer declined high blood glucose troubleshooting. The customer was advised monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.